Manufacturer narrative:
(B)(4). Method, result, conclusion: MFR/eval/investigation pending product return from user facility. (B)(4).

Event description:
Healthcare professional reports hemochron response instrument gave an unexpected act of 1200 and then gave an expected act result of 506. No adverse events reported.